Event description:
Narrative from staff: arterial line setup leaking at the flexible connection. When flushing the line that was already in use, we noticed a small spray of liquid coming from somewhere. We could not find where it was coming from until we opened the isolette to investigate. A new setup was placed and this one was removed.